Event description:
The customer called and reported the insulin pump was not alarming no delivery, despite insulin not exiting the tubing while customer was trying to clear air bubbles out of the reservoir and tubing. The customer's blood glucose was 516 mg/dl, which she was treating with the insulin pump. During troubleshooting, the high pressure test was performed and failed three times. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.